Event description:
It was reported that the pt was not responding for the past 3 weeks, with his implant's audio processor on. An x-ray was performed but nothing atypical was found. An accident or trauma is not known. Follow up appointment is scheduled for (B)(6) 2015.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.